Event description:
It was reported the patient experienced a hernia coincident with peritoneal dialysis therapy. It was not reported if the patient was hospitalized for the event. Treatment for the event was not reported. The outcome of the hernia event was not reported. At the time of this report, peritoneal dialysis therapy was ongoing; the patient¿s therapy was being changed to hemodialysis in two days. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A device history record review and a service history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.